Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, d6b, h6 as the device was found to be intact upon explant this record is no longer considered reportable to the FDA.

Event description:
Upon explant healthcare professional reported the device was intact. Healthcare professional later reported pain. Device has been explanted.